Event description:
It was reported that the pump became "hot to touch" and temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.